Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three polaris plug driver tips were damaged during surgery. There was no impact to the patient - it was a mistake in the use of the equipment, the operator used the wrong handle to use the drivers. This is report two of three for this event.

Event description:
It was reported that three polaris plug driver tips were damaged during surgery. There was no impact to the patient. It was a mistake in the use of the equipment, the operator used the wrong handle to use the drivers. This is report two of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2024-00312 through 3012447612-2024-00314.